Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that 5 batteries have failed testing within the warranty period because the "low battery time" was less then 10 minutes.there was no reported patient involvement.